Event description:
A mesh device was inserted to hold up my bladder. After that I could not have sex because it was too painful. The doctors did not tell me they were inserting a mesh device. No one explained it to me. A urologist and a gynecologist did the surgeries. I had a hysterectomy done at the same time. My husband and I were never able to have sex after the device was inserted. Scar tissue grew around it to the point that my gynecologist could not even do a yearly exam on me. He had to do a surgical procedure to open it up enough to do a pap smear. He did a surgical procedure in (B)(6) 2011 and said I should be able to have sex, but I could not and I bled. My bladder urgency continued even after the surgery and I still leak.